Event description:
Information was received indicating that this syringe infusion pump exhibited a motor drive off error. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the top case, right plunger case, and bottom case cracked. A review of the event log found a "pump motor drive off post" alarm as well as a battery not working alarm. A power up process test was performed and duplicated the reported issue. It was indicated that the alarm is observed when the pump is operated on battery power and the battery is depleted. It was determined the cause was the normal wear of the battery, which was over 3 years old. Based on the evidence, the root cause was attributed to normal wear; no fault was found with the device.